Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and inspected the bsv (blood sampling valve) and found the bsv shaft and its cap loose. The fse reinstalled all bsv components and securely attached the lever and cap to the bsv shaft. The fse tested instrument operation and performed inspection and tests, all tests passed. No further leakage noted. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 750 hematology analyzer. One large drop of blood dripped onto the counter when a sample was cycled in the manual mode. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.